Manufacturer narrative:
At this time no conclusions can be made. Based on the information as alleged the date of implant for the ventrio st mesh (device 2) is unclear. A lot number has not been provided, therefore we are unable to conduct a review of the manufacturing records. The information is limited at this time and medical records have not been provided. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2017) is considered to be the best estimate. Updated fields: a2, b2, b4, b5, b7, d3, d4 (product catalog no., expiry date, corporate lot no., UDI), d.6a (date of implant), g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the ventrio st (device 2). An additional supplemental emdr was submitted to represent the ventralex mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2013 and/or (B)(6) 2017 the patient underwent surgery for the implant of an unspecified bard/davol ventralex mesh (device 1) and/or an unspecified bard/davol ventrio st mesh (device 2). The patient's attorney alleges general allegations for "past, present and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with implant of ventralex mesh (device 1). Per op notes, ¿incarcerated mass of fat protruding through the hernia defect beneath the previous umbilical scar was identified. The contents of the hernia sac were mobilized. The contents and the sac were resected. A ventralex mesh (device 1) was placed and sutured.¿ on (B)(6) 2017 - patient was diagnosed with recurrent incarcerated umbilical hernia thereby underwent open repair with implant of ventrio st (device 2). Per op notes, ¿the hernia sac was found and opened. The defect was dissected free and reduced. The prior umbilical mesh (device 1) was noted at the bottom of the defect and the mesh was intact. All the adhesions of prior mesh and omentum were taken down. A ventrio st (device 2) was placed and sutured.¿

Manufacturer narrative:
At this time no conclusions can be made. Based on the information as alleged the date of implant for the ventrio st mesh (device 2) is unclear. A lot number has not been provided, therefore we are unable to conduct a review of the manufacturing records. The information is limited at this time and medical records have not been provided. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the ventrio st mesh (device 2), an additional emdr was submitted to represent the other bard/davol device. Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2013 and/or (B)(6) 2017 the patient underwent surgery for the implant of an unspecified bard/davol ventralex mesh (device 1) and/or an unspecified bard/davol ventrio st mesh (device 2). The patient's attorney alleges general allegations for "past, present and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."